Manufacturer narrative:
1. DHR/bhr review lot#3325155. 1-the products of this batch were assembled at intima ii auto line 3 in dec 2023, and packaged at r240 package line in dec 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3293135, 3284273, 3265642, review the raw material inspection records, no abnormalities. 2. The customer returned 1 photo, but did not return the defective sample. The photos show that the latex stopper, shrink film, and base of the prn are partially separated. 3. The retained sample of the complaint batch is taken for the prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test result is within the product specifications. Please see attachment for the test report pr#(B)(4). 4. The possible factors affecting the separation force between the sleeve stopper and the bottom housing: raw material factors (including the tension of the sleeve stopper, the degree of shrinkage of the shrink band), the assembly of the prn, the flow rate and pressure during the use of the indwelling needle. Conclusion(s): the photos show a defect of the sleeve stopper of the prn is separated from the bottom housing. The root cause of this defect cannot be determined as no obvious prn assembly issue can be identified from the photos, no abnormality is found in the relevant test of the retained sample, and no defective sample is received for further test. And the plant will continue to track this issue.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm adapter / connector defective / damaged dispersion cracking of the heparin cap part of the indwelling needle found during infusion.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.